Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution.

Event description:
It was reported that the patient's vns lead was replaced due to an infection. The reporter stated that she did not believe the infection was related to the vns device; however, the physician was unable to confirm or provide additional information as he was on vacation. No other information has been provided.

Manufacturer narrative:
Date of explant; corrected data: this information was inadvertently reported incorrectly on the initial MFR. Report.